Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The scr replace friction-fit gold & ti abut int hex (mhlas) was not returned. Since the reported product has not been returned, visual/functional inspection could not be performed. Appropriate documentation was reviewed. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (mhlas) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw fractured and a new screw was required to complete the procedure.